Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was advised to clean the vents and pneumatic tap. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 490 mg/dl.